Manufacturer narrative:
This notification is being reviewed due to information being received from a customer alleging that a (dreamstation auto bipap w/humid, dom) device causes cancer. Information was received clarifying that the reported device is open inventory and has never been used on a patient. Based on information available at the time of this review, there is no harm or malfunction being alleged against the device. There was no serious patient harm or injury, and no medical intervention reported. Based on the information available, no MDR will be filed. If upon evaluation of the device a reportable issue/malfunction is identified, this decision will be re-evaluated using the date of the repair evaluation as the "become aware" date if a reportable issue/malfunction is identified.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Received. The patient has alleged cancer. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.